Manufacturer narrative:
The emt's gave the complainant a peanut butter sandwich with 2 glucose tablets to help raise his blood glucose level. Complainant stated, ".. He started feeling better within an hour. Once he felt better the emt's asked him if he wanted to be transported over to the ER, he declined because he felt better. According to the complainant, the emt's did not perform a blood glucose test before they left. The emts instructed the complainant to follow up with his hcp and the manufacturer of the nova max link meter. The emt's left approximately at 12:00am. Once the emt's left, the complainant went to bed. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. Per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control: checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter and test strips are expected to be returned for evaluation.

Event description:
Complainant called into customer support reporting a high blood glucose reading using his nova max link meter. According to the complainant, "...he started to' feel sick' shortly after receiving 7 of units of insulin based on the 6:15pm 152 mg/dl reading. Complainant's insulin intake is based on his blood glucose readings. He stated, "...he felt a 'little light headed'..."according to the complainant, he 'waited it out' to see if he felt better." At 10:35pm consumer's wife performed a blood glucose test on him because he 'felt incoherent and had slurred speech' getting a result of 158 mg/dl. The complainant informed his wife, "... That he felt as if he was about to pass out...". She immediately called the emt's at 10:35pm. The emt's arrived to consumer's home approximately at 10:45pm.

Manufacturer narrative:
Complaint is confirmed. Failure analysis of the returned device revealed that the nova max link glucose monitoring device performed within specification. Evaluation of the returned test strips read high out of control range. The root cause is attributed to the consumer's storage and handling of the test strips as evidence by the weight of the returned vial failing the weight test. A failure of this nature is consistent with a compromised vial by exposure to humidity and/or fluid. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.